Event description:
A report was received that the patient had a defective ipg. It was also reported that the battery was causing discomfort at its current site. No device malfunction was suspected. The patient underwent an ipg replacement and reposition procedure. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient had a defective ipg. It was also reported that the battery was causing discomfort at its current site. No device malfunction was suspected. The patient underwent an ipg replacement and reposition procedure. The patient was doing well postoperatively.